Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The event date is unknown. It was reported the patient lost adequate coverage after experiencing a fall. X-rays were taken and revealed lead migration. As a result, the patient underwent surgical intervention on (B)(6) 2015. The doctor explanted and replaced the patient's lead (with a different model). Therapy was restored post-op.